Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the sheath size was 7f. Reportedly, the suture was missing the link and the suture did not come out when the plunger was pulled back in step 3. This issue occurred with two proglide devices. The suture of a third proglide device was successfully deployed and the knot was successfully advanced; however, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure. Reportedly, the suture was missing the link and the suture did not come out when the plunger of the proglide device was pulled back in step 3. A new proglide device was deployed; however, the same issue occurred, there was no suture present when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.